Event description:
A patient reports having pods in which caused the patients blood glucose level to decrease to 35 mg/dl. The patient reports their highest blood glucose level was 120 mg/dl. The patient reports they had eight seizures in two weeks. The patient reports they were unable to deactivate the pods that had been worn with their controller.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported seizures. No lot release records were reviewed, as the product lot number was not provided.